Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not following the proper load process. Tandem customer technical support informed the customer to always use room temperature insulin and follow the proper cartridge load per the IFU. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.